Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens, +05.50 diopter, within the same surgery due to the lens flipped upside down in the eye upon insertion. There was no patient injury. The lens was replaced with another icl lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted. The cause of the event was unknown.

Manufacturer narrative:
Additional data: b5: the reporter indicated the replacement lens resolved the problem and the patient is seeing very well. H3 - device evaluation: the lens was returned dry in a specimen cup, with residue on the lens. Visual inspection found the optic and haptic torn. Corrected data: d10: returned to manufacturer: 08-jun-2020. (B)(4).

Manufacturer narrative:
Corrected data: b1: updated to adverse events. B2: updated to required intervention to prevent permanent impairment/damage. H1: updated to serious injury. Claim#: (B)(4).